Event description:
N/a.

Manufacturer narrative:
A duplicate report was submitted for this complaint event under mfg report number 2523190-2021-00052. Consequently, no investigation results will be submitted for this event, as all information will be submitted under mfg report number 2523190-2021-00052.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the front connector on the xenon lightsource (00mlx) was burned enough to show charring. There was also a burning smell when it was pulled from use. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.